Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5081229) on 30-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and experienced the first episode of arthralgia ("hip pain"), dyspnoea ("breathing issues"), alopecia ("hair loss"), tooth disorder ("teeth issues"), the second episode of arthralgia ("joint pain"), swelling ("swelling"), skin disorder ("skin issues") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the dyspnoea, alopecia, tooth disorder, the last episode of arthralgia, swelling, skin disorder and feeling abnormal outcome was unknown. The reporter provided no causality assessment for alopecia, dyspnoea, feeling abnormal, medical device removal, skin disorder, swelling, tooth disorder, the first episode of arthralgia and the second episode of arthralgia with essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081229) on 30-nov-2018. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and experienced pain in hip ("hip pain"), respiratory disorder ("breathing issues"), alopecia ("hair loss"), tooth disorder ("teeth issues"), joint pain ("joint pain"), swelling ("swelling"), skin disorder ("skin issues"), feeling abnormal ("brain fog"), multiple allergies ("allergies"), inflammation ("inflammation"), arthropathy ("joint issues") and pain ("body pain"). The patient was treated with allergy medication and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, pain in hip, respiratory disorder, alopecia, tooth disorder, joint pain, swelling, skin disorder, feeling abnormal, multiple allergies, inflammation and arthropathy outcome was unknown. The reporter considered pain to be related to essure. The reporter provided no causality assessment for alopecia, feeling abnormal, medical device removal, pain in hip, respiratory disorder, skin disorder, swelling, tooth disorder and joint pain with essure. The reporter considered arthropathy, inflammation and multiple allergies to be unrelated to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. New events allergies, inflammation, joint issues and body pain were added. New reporter added. New treatment medication allergy pill for the event allergies was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.